Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement field generator shipped (B)(4) 2013. In the medtronic investigation of returned suspect device, the field generator was connected to a test system with the cranial application. When the emitter was connected it intermittently displays red status and says "axiem emitter low drive error". Pin 4 to pin 5 on cable (coil #2) was open. Electrical failure, emitter will not initialize intermittently, directly caused the event. The reported issue was able to be replicated.

Event description:
A medtronic representative reported an emitter that was initializing intermittently. There was no patient present when this issue was identified.